Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing on ventricular lead was observed. The oversensing led to inhibition of stimulation and episodes of non sustained vt. The lead was explanted. Externalized conductors were observed post explant procedure. The lead will not be returned.